Manufacturer narrative:
Failure analysis noted that the pump passed the compromised force sensor system test. However, the pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The pump had cracked case at the display window corner, cracked reservoir tube, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.